Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been removed together with my uterus') in a female patient who had essure (batch no. 50643854) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after treatment, patient developed various physical symptoms. As a result of the symptoms, she has been hindered in my normal daily functioning and she suffered injury. Lot number: 50643854 manufacturing date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen") in a female patient who had essure inserted (lot no. 50643854). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), arthralgia ("hips pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual cycle changed"), abnormal uterine bleeding ("abnormally heavy bleeding"), hypersensitivity ("allergic reactions") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain to be related to essure administration. No causality assessment was received for essure with regard to back pain, arthralgia, fatigue, amnesia, disturbance in attention, menstrual disorder, abnormal uterine bleeding, hormone level abnormal, hypersensitivity or mood swings. The reporter commented: after treatment, patient developed various physical symptoms. As a result of the symptoms, she has been hindered in my normal daily functioning and she suffered injury. Discrepant essure start date (B)(6) 2012 or (B)(6) 2012. Lot number: 50643854. Manufacturing date: 2012-01. Expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2022: the follow information were included new lawyer's reporter, consumer's reporter and patient's details (initials) updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been removed together with my uterus') in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after treatment, patient developed various physical symptoms. As a result of the symptoms, she has been hindered in my normal daily functioning and she suffered injury. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been removed together with my uterus') in a female patient who had essure (batch no. 50643854) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after treatment, patient developed various physical symptoms. As a result of the symptoms, she has been hindered in my normal daily functioning and she suffered injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 50643854) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hips pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual cycle changed"), abnormal uterine bleeding ("abnormally heavy bleeding"), hypersensitivity ("allergic reactions") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, back pain, arthralgia, fatigue, amnesia, disturbance in attention, menstrual disorder, abnormal uterine bleeding, hormone level abnormal, hypersensitivity and mood swings outcome was unknown. The reporter provided no causality assessment for abnormal uterine bleeding, amnesia, arthralgia, back pain, disturbance in attention, fatigue, hormone level abnormal, hypersensitivity, menstrual disorder and mood swings with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: after treatment, patient developed various physical symptoms. As a result of the symptoms, she has been hindered in my normal daily functioning and she suffered injury. Lot number: 50643854 manufacturing date: 2012-01 expiration date: 2015-01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2022: adverse event "foreign material has been removed together with my uterus" changed to "severe (chronic) pain in the abdomen"; also "back pain", "hips pain", "head pain", "extreme and chronic fatigue", "memory loss", "concentration problems", "menstrual cycle changed", "abnormally heavy bleeding", "hormonal problems", "allergic reactions", "mood swings" added to the case; reporter added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been removed together with my uterus') in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after treatment, patient developed various physical symptoms. As a result of the symptoms, she has been hindered in my normal daily functioning and she suffered injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 50643854) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hips pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual cycle changed"), abnormal uterine bleeding ("abnormally heavy bleeding"), hypersensitivity ("allergic reactions") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, back pain, arthralgia, fatigue, amnesia, disturbance in attention, menstrual disorder, abnormal uterine bleeding, hormone level abnormal, hypersensitivity and mood swings outcome was unknown. The reporter provided no causality assessment for abnormal uterine bleeding, amnesia, arthralgia, back pain, disturbance in attention, fatigue, hormone level abnormal, hypersensitivity, menstrual disorder and mood swings with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: after treatment, patient developed various physical symptoms. As a result of the symptoms, she has been hindered in my normal daily functioning and she suffered injury. Lot number: 50643854, manufacturing date: 2012-01, expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been removed together with my uterus') in a female patient who had essure (batch no. 50643854) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after treatment, patient developed various physical symptoms. As a result of the symptoms, she has been hindered in my normal daily functioning and she suffered injury. Most recent follow-up information incorporated above includes: on 29-jul-2020: complete essure insertion date and lot number added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.